Event description:
Report received from the USA stating that during an anterior cervical procedure, it was observed that an attachment device would "not allow the burr to spin". There was no delay in surgery as an identical spare device was available. The surgery was completed successfully. No injuries or medical intervention were reported. No additional information is available.

Manufacturer narrative:
The attachment device was received for evaluation. The attachment device was evaluated and the device passed the cutter insertion test. The attachment device rotated and spun as designed. The reported condition was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).